Event description:
The clamp on the tube connected to the bag is not tight enough to secure a confirmed closure of the tubing. When the clamp is in the "closed" position, fluid is leaking to the other side of the clamp. Multiple manipulations were performed to try to further secure the closure and prevent leaking fluid. Product was no longer able to be used as tech couldn't prevent fluid from leaking therefore couldn't guarantee bag volume. Product eva mixing container for use with pinnacle tpn management system for parenteral nutrition admixtures. FDA safety report ID# (B)(4).